Manufacturer narrative:
Method: risk assessment and fmea review. Results: risk assessment. Pedicle screw fracture is a well known complication from spinal fusion and is fully explained in the IFU. In this case, the pt was symptom free and the fracture was only realized after a planned at this time and the pt will continue to be monitored by the surgeon. Fmea review. For xia screws, our most popular line of pedicle screws, the event "screws break post-op" was reviewed. That risk was found acceptable. Conclusion: the catalogue and lot numbers remain unknown as they are still implanted. As such we cannot come to a conclusion with no product information to investigate. If we are able to determine the product information, we will fine a follow-up MDR.

Event description:
It was reported that, "at pt's 6 month follow up office visit, it was noted on plain x-rays that the pt had 2 broken screws. Pt has no symptoms and will be followed by dr."